Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected. Reportedly, the customer did not tighten the luer lock connection. The customer successfully reconnected the luer lock connection and resumed insulin delivery. The customer's blood glucose (bg) level was 379 mg/dl and the bg level was addressed with a bolus via the pump.